Event description:
Complainant alleged that the staff was attempting to monitor a pale and diaphoretic 72 year old male pt with a cardiac history, and who was complaining of chest pains. The complainant indicated that the device was not picking up the ECG rhythm and the recorder was not printing out the ECG rhythm. The medics changed electrodes and the battery, but the device still did not pick up the pt ECG rhythm in any lead. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.